Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation (mre) was performed on lot #6550089, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot #6725096, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A manufacturing record evaluation is in progress for lot #6550089. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor smooth gel breast prosthesis that migrated post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It was not specified if patient¿s left or right breast prosthesis was the one that migrated. Information was provided for both of the patient¿s breast prostheses: left device: mentor memorygel breast implant 425cc gel breast prosthesis, lot #6725096, serial # (B)(4). Right device: mentor memorygel breast implant 375cc gel breast prosthesis, lot #6550089, serial #(B)(4). If clarification is received on which side is the suspect medical device, a supplemental report will be submitted.